Event description:
It was reported that the ilet displayed repeated restart alerts identified as motor processor communication errors, after which the user experienced hyperglycemia with a reported maximum blood glucose of 518 mg/dl for approximately five hours; the user administered a subcutaneous humalog injection outside the system, and a replacement ilet was shipped while the original is pending return. Symptoms included hyperglycemia without ketones or other acute complications. Outcomes included temporary loss of insulin delivery from the device that required back-up therapy and device replacement. Investigation included collection of event details, review of alarm history and device function based on reported error type, and initiation of device return for analysis. Investigation of this case revealed a delivery motor communication malfunction consistent with a processor-to-motor communication failure that triggered repeated restart alerts and interrupted insulin delivery. It was concluded that the cause was a component failure resulting in communication loss within the delivery motor system.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."